Event description:
It was reported that during a vats lobectomy procedure, it was observed that the staples did not fully form. There was bleeding during the procedure and the surgeon had to apply pressure for 10 minutes. However we were unsure if that bleed was caused directly by the staples not forming correctly. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2026. D4: batch #unknown. Additional information was requested, and the following was obtained: it was confirmed that the bleeding was not from the staple line, and the surgeon was satisfied with the integrity of the staple line. The bleeding, which was not caused by the stapler, was controlled with pressure, and the patient did not require a transfusion. Although the exact volume is unknown, it was described as a small bleed. A manufacturing record evaluation was performed for the finished device batch number of 975d85 / 22gst45g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.